Manufacturer narrative:
Combination product: yes. Device and lead were explanted on (B)(6) 2024. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 43.5 and 41.5 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the shock coils were found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2017 home monitoring reported shock impedance out of range, below 30 ohms. The patient came in for a follow up on (B)(6) 2017. When the ICD was pushed outside the pocket area, polarity rv-svc+ICD and rv-ICD showed shock impedances below 25 ohms, but rv-svc polarity was within a normal range of 77-82 ohms. 1j testing was done and confirmed the 78 ohm normal range. On (B)(6) 2017 a dft test was performed under polarity of vr-svc at 20j and it was confirmed the shock impedance was 64 ohms and it was determined to leave this lead actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable shock impedance around 65 ohms between the (B)(6) 2017 and the (B)(6) 2017. Consistent with the clinical observation reported in the complaint text, on the (B)(6) 2017 the shock impedance went below 25 ohms. Subsequently the value became stable around 65 ohms again. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device become available this file will be updated.